Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating that when the knot pusher was pushed down it tore the suture. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a proglide device with a 6f puncture hole after a diagnostic angiogram. Reportedly, the proglide device failed. When the knot pusher was pushed down the suture, it stripped the suture (too tight on the suture). Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.